Event description:
Patient presented to the physician with an exposed stimulation lead. The physician prescribed antibiotics and surgically removed the entire inspire system on (B)(6) 2021 to address the infection.